Event description:
Edwards received information via the implant patient registry that a 25mm bioprosthetic mitral valve, implanted for approximately three (3) years and six (6) months, was explanted due to unknown reasons. The explanted device was replaced with another 25mm bioprosthetic valve.

Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis as it was discarded by the hospital. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for evaluation. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Attempts to obtain additional information are in progress. Without the return of the device or additional information, edwards is unable to investigate the root cause for the explant. Should new information be received at a later date, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
This 25mm bioprosthetic mitral valve was explanted due to severe aortic stenosis. The explanted device was replaced with another 25mm bioprosthetic valve. Patient was brought to intensive care unit in critical condition.